Event description:
The complainant reported that the clinicians were performing a therapeutic biliary stenting procedure on a 67 year old male patient (weight unknown). When the stent was delivered to the biliary position, the physician pulled the handle of the gray catheter to release the stent into the biliary duct. When the gray catheter was pulled all the way, the stent would not release and be placed. The physician attempted to withdraw the guidewire, but it was stuck inside the catheter and he was unable to withdraw it. The doctor then withdrew the entire stent kit, including the guidewire with the endoscope from the patient. The clinicians obtained another device and successfully completed the patient procedure. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
The device was returned for evaluation. During this preliminary inspection, the device showed damage at the teflon sleeve and an irregular shape at pebax segment. Further examination performed under magnification revealed evidence of torsional loading, which compromised the integrity of the pebax at 2 cm from the distal tip. In addition, the teflon sleeve was noted to be corrugated at 95 cm from the proximal tip and proximally from the transition point between teflon sleeve and pebax. Except where noted the device conformed to dimensional tolerances. Based on the investigation conducted, the guide wire was successfully placed in the target lesion; however, during the advancement and/or stent deployment, multiple damages may have been inadvertently induced to the guidewire's surface due to anatomical/procedural factors, causing the difficulty in removing the guidewire from the catheter. The exact root cause and/or circumstances under which the reported event occurred cannot be determined at this time based on the complaint information and the evidence presented by the incident device.